Manufacturer narrative:
(B)(6). If explanted; give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(4). Device evaluation: product testing could not be performed because the device was not returned for evaluation as the lens remains implanted. Manufacturing record review: manufacturing records were reviewed and there were no related nonconformity reports. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the patient was having issues after the implantation of the zcb00 intraocular lens (iol) on (b)(+) 2018. Per account, the patient had multiple post-operative findings: post-operative day 1: the patient's operative eye had diffuse iris pigments over the iol anterior surface, mild inflammation and increased intraocular pressure (iop). Best corrected visual acuity (bcva) was 6/6. Post-operative day 2: anterior chamber (ac) washed was performed. Post-operative day 3: patient's affected eye had faint pigments noted over the iol anterior surface. The patient was then discharged and topical steroids and nonsteroidal anti-inflammatory drugs (nsaids) were administered. On (B)(6) 2017 a tecnis zcb00 iol was implanted also in the other patient''s eye and no issues were found. The patient was reported having cloudy vision. Visual acuity (va) pre-operative: 6/18 va post-op: 6/6 partial. To date the lens remains implanted. No additional information provided.

Manufacturer narrative:
Additional information was received and it was learnt that the patient was seen again in (B)(6) 2018 (an exact date was not provided) with faint pigments over the intraocular lens (iol) not bothering his vision. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.